Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 500 (mg/dl) and ketones. Customer was treated with intravenous insulin and released with bg levels below 200 (mg/dl).